Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updates on the fields describe event or problem (b5), in section b - adverse event/product prob and patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a versacross connect access solution for faradrive was selected for use. Transeptal access was obtained as normal, the coronary sinus (cs) catheter was placed in the coronary sinus and pre-imaging of the ventricles were performed. Anterior-mid transeptal puncture was performed, and the sheath was pulled back with the wire to the left side to place the intracardiac echocardiography (ice) catheter and the patient had a cabal pause. Once the normal rhythm returned, the physician struggled to place the cs catheter back in place and was poking the right ventricle and right atrium to find the cs. Then, after completing the pulmonary vein isolation with the farawave catheter it was noticed that an effusion occurred. The fluid was drained and the patient was given protamine. Patient blood pressure remained stable. The patient had successfully recovered from the event and was discharged from the hospital. The device is not expected to return for analysis. A rosen wire was used through the farawave and versacross rf wire, and no resistance was felt. Effusion occurred around the left atrium and right atrium, a non-boston scientific cs catheter was in place when event was discovered. The issue was found 10 minutes into ablation, when wiring the right inferior pulmonary vein (ripv). It was further reported that the patient had a vagal pause. Perforation has happened. A coronary sinus was noted. No difficult patient anatomy that may have caused difficulty with the tsp workflow. The tsp was completed, only once was rf applied. It was estimated the pe occurred after the tsp, while ablating the rpvs. There is no reason to believe that the versacross wire malfunctioned during the procedure. Act therapeutic during the procedure was more than 300.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available. Because the product is yet unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a versacross connect access solution for faradrive was selected for use. Transeptal access was obtained as normal, the coronary sinus (cs) catheter was placed in the coronary sinus and pre-imaging of the ventricles were performed. Anterior-mid transeptal puncture was performed, and the sheath was pulled back with the wire to the left side to place the intracardiac echocardiography (ice) catheter and the patient had a cabal pause. Once the normal rhythm returned, the physician struggled to place the cs catheter back in place and was poking the right ventricle and right atrium to find the cs. Then, after completing the pulmonary vein isolation with the farawave catheter it was noticed that an effusion occurred. The fluid was drained and the patient was given protamine. Patient blood pressure remained stable. The patient had successfully recovered from the event and was discharged from the hospital. The device is not expected to return for analysis. A rosen wire was used through the farawave and versacross rf wire, and no resistance was felt. Effusion occurred around the left atrium and right atrium; a non-boston scientific cs catheter was in place when event was discovered. The issue was found 10 minutes into ablation, when wiring the right inferior pulmonary vein (ripv).